Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device.the returned sample determined that it was received three detached needles and some suture pieces outside its packaging that pertains to product code j649g. The product code is single armed. Upon visual assessment of the returned sample, it was observed that the strand had begun with a degradation process caused by exposure to the environment. This caused the suture to be broken. As per the condition of the returned sample, the functional test could not be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a vats procedure in 2023 and suture was used. During the procedure, the suture broke in several places and 'was not strong'. A new suture was used to complete the case with no patient consequences. No adverse patient consequences were reported. Additional information was requested.